Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl. Bg cause was not known. Customer did not address low bg as bg level has now normalized a few minutes later. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.